Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair with uphold procedure performed on (B)(6) 2014. According to the complainant, on the first throw, the bullet would not catch while the bullet on the left side broke off. The bullet broke off while the suture was being pulled through the sacrospinous ligament. The bullet was retrieved using a kelly forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.